Event description:
It was reported that following an scs implant procedure on (B)(6) 2024, the patient experienced sensory issues and was unable to move their legs or feet. As a result, the entire system was explanted and patient regained motion in their legs and feet but still had numbness. Patient was brought back to surgery again due to epidural hematoma and the hematoma was surgically removed. The sensory issues and numbness have now been resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.